Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted due to erosion. The patient was stable.

Manufacturer narrative:
Additional information: the reported field event of erosion was not confirmed in the laboratory. Analysis was normal. No anomalies were found.